Manufacturer narrative:
Device is unavailable for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. On (B)(6) 2015 the patient underwent a surgical procedure to access the sleeper site to have an abutment placed.